Manufacturer narrative:
Per gfe response, it was confirmed that there was no harm or injury to the patient. The patient was stabilized with no issues and recovered and discharged from the hospital. The customer refused service and repair, decided to go with a 3rd party vendor for the repair. It is unknown what the outcome of the repair is. No further information was able to be obtained.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device has no tidal volume. According to the doctor's advice, the patient was given non-invasive ventilator assisted respiratory support treatment. During the use of the ventilator, there was no tidal volume, which made the patient unable to perform respiratory support and thus the patient could not effectively improve the hypoxia state. The patient's progress and breathing are not improved. No other clinical information or medical intervention details are available at this time. Resolution and disposition are pending - investigation on going.